Event description:
It was reported that after a usual lunch, blood glucose rose when the ilet stopped dosing due to an ¿incomplete fill cannula¿ alert during a supply change process that the user did not recall initiating; troubleshooting and education were provided, including acknowledging alerts and changing all supplies, and the device involved was the ilet with tubing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with an improper or incorrect procedure, with the affected component being the tube. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.